Event description:
A mayfield skull clamp (B)(4) slipped during a procedure and the pt incurred a laceration. Additional clinical info was requested however, none was provided and is not expected.

Manufacturer narrative:
Integra lifesciences engineers have completed a thorough investigation of the returned kit. The returned unit passed all required functional/performance testing as received. Therefore the root cause is not related to the design or manufacture of the device. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.